Manufacturer narrative:
The suspected pressure dome was returned for investigation. The pressure dome exhibits a circumferential crack in the area where the threaded section ends i.e. The top of the dome broke off in one entire piece. The pieces of the threaded section exhibit crack lines in rectangular orientation to the thread. Reportedly, there is a reprocessing chemical in use in the particular care unit which has been approved by dräger for cleaning and disinfection. A clear root cause for the breaking cannot be determined in the particular case. Dräger has received similar complaints in the past but the typical indicators for deterioration caused by exposition to incompatible reprocessing agents are missing here. Furthermore, the customer reportedly uses a formulation that has been tested by dräger for suitability and which was approved. The hairline cracks may be an indication that the dome was screwed on to the flowmeter port with too much force and, the continuous inner pressure during use finally led to the reported bursting. The IFU contains related advises that the product must be regularly inspected for mechanical integrity and that an in-depth check by a trained person has to be carried out at least every three years. On the base of 120.000 delivered flowmeters since 2001 and 13 known cases the ffr is within the foreseen range and thus, the associated risk is considered acceptable.

Event description:
Refer to initial MFR. Report # 9611500-2017-00261.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported to dräger that the pressure dome of the flow meter burst. There was no patient involved in the incident. Furthermore, it was reported that no injury of an operator or bystander occurred.